Manufacturer narrative:
The samples were serum. After leaking was discovered on the caps, the customer ran qc for all modular and cartridge chemistries. All results were acceptable. On (B)(4) 2011, bec field service engineer (fse) performed a preventive maintenance as scheduled. The fse primed the instrument and noted a drop of liquid hanging on the modular chemistry (mc) sample probe. The fse checked all connections and replaced the sample syringe plunger. All ise (ion-selective electrode) calibration and precision verification tests passed the specifications. The repair was verified per established procedures.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results. The customer also reported to bec that the cap piercer blade wash was leaking onto tube caps. The customer repeated patient samples on an alternate instrument. Most results matched, but some results were discrepant and required amended reports as they had been reported out of the laboratory. The patient results are shown. The customer reported that there was no effect to patients and users.